Manufacturer narrative:
(B)(6). The device was not returned and the lot number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
A peritoneal dialysis patient experienced peritonitis. The cause of the peritonitis was due to poor environment/source of water. The same day as event onset, the patient was hospitalized for the event. On an unreported date the patient was treated with unspecified antibiotics which were discontinued 17 days after event onset. Dianeal therapy was ongoing. The patient was recovered from this peritonitis event. No additional information is available as the reporter declined to provide any further information.